Event description:
When removed from shipping container, device was noted to have a bent needle, 175 degrees. Did not reach a patient, was unable to be stocked for use, returned to manufacturer for refund.